Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 109, 176, 155 and 255 mg/dl. Test were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.